Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the patient underwent replacement with the following devices: (right) 400cc mentor memorygel breast implant catalog: 3504001bc lot: 7747117 sn: (B)(6) and (left) 400cc mentor memorygel breast implant catalog: 3504001bc lot: 9376819 sn: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 27, 2023, mentor received additional information indicating that the patient was also diagnosed with left breast implant on (B)(6) 2022. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On february 23, 2023, the product investigation was updated: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 400cc breast implant was found to have a tear on the posterior view measuring approximately 1.1 cm. A microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On 2/20/2020, the product investigation was completed. Device investigation summary: during visual inspection of the device, a rupture was observed in the posterior view, measuring approximately 1.0 cm. The evaluation determined that the rupture was caused by the stress occasioned to the shell by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot.¿ manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 2/6/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with 400cc mentor memorygel breast implants and experienced postoperative bilateral capsular contracture (baker grade iii) the diagnosis was confirmed by a physician upon examination. As a result, the patient underewent bilateral explantation on (B)(6) 2020 and replaced with unspecified mentor gel breast implants. This report is for the patient's left-sided device.